Manufacturer narrative:
(B)(4). The product mentioned in this report, folfusor, was reported erroneously. There was not a product complaint. This report will be retracted.

Event description:
The facility representative contacted baxter to report a folfusor that had leakage through the winged luer cap. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.